Event description:
Reporter alleged that she awoke with hyperglycemic symptoms and the meter did not have power, so she could not test on her advantage system. Reporter stated the paramedics were called, they tested her with a result of 325mg/dl, and transported her to the hospital . It was also stated that at the hospital, the doctors treated her with insulin after obtaining a result of 400mg/dl and she was released after about an hour. No other actions or treatment were reported. A request was made for the return of the suspect device and replacement product was sent.